Manufacturer narrative:
The investigation revealed that the reported was caused by a temporary hardware fault. During on-site visit, it was determined that the system's main switch appeared to be hanging and not making proper contact. This ultimately led to the radiation exposure not being available. During the on-site service visit, the contact problem was corrected, and the system was restored to service. A possible general error, which would require corrective action of the installed base, could not be identified by the investigation.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis multi-purpose system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.